Manufacturer narrative:
The account found the site rail slide bracket is bent. The account replaced the side rail slide bracket to resolve the issue.

Event description:
The account alleged the side rail will not raise to the latch position. No pt impact.